Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units from the anticipated 100 units. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to contact them again for troubleshooting if an active fill estimate issue is experienced, which the caller acknowledged.